Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned, however, review of the provided x-rays confirmed a sp non-locking screw backed out. The surgical technique states sp series screws are not intended to provide subchondral support and use should be limited to capture of remote bone fragments where partially or fully threaded pegs cannot be used. A search of the complaint database found no prior reports for this part and lot number combination. (B)(4) the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Screw was found back out postoperatively.